Event description:
Spontaneous call from the patient regarding issues with the pump. The patient needs a new pump. The patient stated all supplies including pump needed. Exact nature of the defect was not reported. Indication: myasthenia gravis without (acute) exacerbation. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. No additional information was reported. Reported to (B)(6) by: patient/caregiver.